Event description:
It was reported that the mega suturecut needle driver instrument's wire failed. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.